Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited atrial under-sensing when the patient was having atrial flutter. The patient condition was stable. No additional information was reported.

Event description:
New information received notes that the under-sensing was discovered remotely via merlin.net.